Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 92mg/dl, 352mg/dl, 345mg/dl. Tests were done < 10 minutes apart with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.